Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72", "pacer disabled", and "defib disabled. Complainant indicated that there was no pt involvement in the reported malfunction.